Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thinks their battery may be dead and in need of a replacement. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. Additional information was received from the patient. It was reported that in (B)(6) 2016, was the first time the patient started noticing the battery being dead. The second time was (B)(6) 2017 and 2018 respectively. The cause was change to both patient's usage and programming. Patient used the implant almost every day and night, 24 hours a day. The symptoms experienced were no pain management. Patient's back hurt very much and their right arm and legs started getting painful again. Patient called their pain management clinic to see if they could see a doctor or a manufacturer representative. The issue was not resolved at the time of the report. Patient provided their weight information. Additional information was received from the consumer reporting that the patient wanted a free replacement charger or he might ¿¿stick a knife in his heart as hard and as fast and he can and just end it.¿